Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: the patient had a history of arch replacement and an abdominal aortic artificial blood vessel replacement for type a aortic dissection, and postoperatively distal arch enlargement was detected. On (B)(6) 2022, the patient underwent endovascular treatment of the distal arch enlargement using gore® tag® conformable thoracic stent grafts with active control system. 3 ctagac were implanted and the procedure was completed. A two-stage thoracoabdominal artificial blood vessel replacement surgery was scheduled. On (B)(6) 2022, a rupture in the distal arch occurred and the patient expired. It was reported that no treatment could be performed because the patient died immediately right after the rupture. Physician's comment: there had been an increase in pressure in the false lumen, and the stent graft placement may have caused a blind end of the false lumen, resulting in the false lumen rupture in the distal arch. A thoracoabdominal replacement should have been performed as the first-stage treatment.

Manufacturer narrative:
Follow up report summited to reflect date the patient passed away. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.